Event description:
It was reported that, a 980 ventilator generated a serial number mismatch diagnostic message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the communications backplane printed circuit board (pcb) and the universal serial bus (usb) flash drive. The se performed extended self-testing on the device and all tests passed.